Event description:
While using a byte day aligners, patient reported that they visited their dentist for exam/cleaning. The dentist found that the patient concern is that their bite is not changing despite using byte aligners for the past two years. After further evaluation and digital scan, it was determined that in order for the patient's bite to improve they will need inter-proximal reduction and attachments to their teeth. At home orthodontic treatment will not be effective treatment. The patient will not achieve desirable outcome without inter proximal reduction and attachments. Patient to cease treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.